Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign material found protruding from the air/water nozzle. The evaluation also found that the light cover glasses were chipped, the light cover glasses adhesive was worn, the optical cover glass was chipped and scratched, the optical glass adhesive was worn, there was blockage in the outlet pipe, the distal end adhesive was worn, the aspiration and air/water housing of the control body both had a worn colored ring, and minor marks on the insertion tube were found. Additionally, marks were found on the image, the up, down and right angles were not to specification, there was play evident on the up/down and left/right angle play, the water flow and water removal were out of specification and the outlet pipe needed to be replaced, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite gastrointestinal videoscope, the channel was blocked. The issue was found during maintenance and there was no procedural or patient impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter was unable to be identified. Olympus will continue to monitor field performance for this device.